Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 4 locked and the instrument locked on tissue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after exchanging the cadiere forceps. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if evaluation is completed and/ or if additional information is received. A review of the remote logs report was performed. Per the review, the following was confirmed: a malignant hysterectomy was performed on system (B)(4) on (B)(6) 2022. The cadiere forceps was last used on (B)(6) 2022 with 15 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a cadiere forceps instrument installed on arm 4 closed on tissue. The arm4 leds were flashing yellow, and the instrument could not be removed. The technical support engineer (tse) informed the customer to press the e-stop and use the instrument release tool to open the instrument jaws. After opening the instrument jaws, the customer was able to remove the instrument, and the arm 4 leds were blue after recovering from the fault. After successfully removing the instrument, the customer installed another cadiere forceps instrument onto arm 4 and continued the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected before the procedure with no issues noted. The jaws were stuck on uterus tissue. The instrument release kit (irk) was used successfully to open the jaws of the instrument with no patient impact or harm to the tissue. There was no unexpected bleeding or tissue removal due to the reported issue. The instrument is not available for return.